Event description:
It was reported the pt experienced a punctured wound on the back of her head. The reason for the wound is unk. Subsequently, the peripheral scs leads (off-label) were explanted and the ipg was left implanted. The wound was cleaned and the pt was treated with antibiotics.

Manufacturer narrative:
(B)(4). Eval method : the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.